Event description:
It was reported that this procedure was initially a diagnostic procedure that converted to intervention. The mini vision stent delivery system (sds) easily crossed the predilated target lesion and was inflated to 14 atmospheres one time for 34 seconds and the stent was deployed in the totally occluded, mildly tortuous, target lesion in the proximal right coronary artery. 20 to 30 seconds were allowed for deflation of the sds balloon prior to withdrawal of the sds; however, more force than usual was required to remove it when the system was under negative pressure. The sds was successfully removed and no damage was noted to the sds. The same non-abbott guidewire was used with the post dilatation balloon. There was 10% residual lesion stenosis. The outcome was reported as good. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: emerge; guide wire: run through 180 cm; inflation: merit medical; guide catheter: al1; sheath: 6 french glidesheath. The device was returned for analysis. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Analysis of the returned device does not indicate a product quality deficiency. Based on the information reviewed and the device analysis, there is no indication of a product deficiency.